Event description:
It was reported in a medwatch 3500a form that during a recent clinic visit, it was noted there was no ventricular pacing on the surface ECG. The pacemaker interrogation showed the ventricular lead had high impedance, and a chest x-ray showed lead fracture. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.